Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they were wetting their pants a lot and the handset will not increase the stimulation past 3.0. This began a couple weeks ago, sometime in (B)(6). The caller was not sure of the exact message but noted that they have no had to adjust the stimulation since implant. The caller reports a fall in (B)(6) and ended up in the hospital, but they don't remember much about the fall. Reviewed with the caller that we can connect to the ins to try a different program. The caller noted that they have surgery next tuesday on the device, because it hurts when they sit a certain way or when they drive when it rubs on the car seat. The caller does not know when that began but that it was before the fall in (B)(6) and after the implant in (B)(6). Because the caller was seeing the health care provider (hcp) on (B)(6) 2025, they do not want to make any adjustments right now and will discuss with the hcp then.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.